Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator in association with the transvenous right ventricular (rv) lead did exhibit >125 ohms shock impedance at implant. At a subsequent system upgrade procedure to add an epicardial lead three days post-implant, >125 ohms shock impedance was again noted. Troubleshooting was done with assistance from the boston scientific crm technical services representative. The local area sales representative confirmed that a lead to device connection issue had occurred. The representative indicated that after the physician had pulled out and re-inserted the rv lead, and tested the device within the device pocket, shock impedance was found to be within normal range. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. Investigation of this event has concluded. If new information becomes available, this event will be further evaluated and updated.